Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. No adverse patient consequences were reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.